Event description:
A customer reported that prior to a procedure the system shut down and displayed a white screen. The cassette was stuck because of the failure in the release mechanism. The system did not respond to battery back up. There was no patient involved. The surgery was canceled along with the surgical procedures scheduled for the day. A sample is expected to be returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event. The data memory was replaced. The system was tested and found to meet product specifications. A review of the customers¿ complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 13, 2012. Based on qa assessment, the product met specifications at the time of release.the root cause cannot be determined conclusively.(B)(4)